Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify rewind. Reset alarm, back light, e or a alarm, failed battery alarm, no excessive no delivery or occlusion alarm and motor error alarm due to unresponsive button. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error when she changed out batteries and buttons were harder to press and less responsive sometimes had to press buttons twice. The customer's blood glucose level was unknown. The customer reported that the insulin pump had rejected new batteries, louder during rewind, unexplained no delivery alarms not due to site issues and had a and e code errors which were not seen often. The insulin pump will not be returned for analysis.